Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there were multiple o-rings from previous cartridges on the pneumatic tap. The customer removed the o-ring and installed a new cartridge onto the pump. Blood glucose level was 306 mg/dl.